Event description:
During a clinical trial sponsored by bwi, a patient received a-fib cardiac ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle on (B)(6) 2023. On (B)(6) 2023, patient experienced pericardial effusion that led to prolonged hospitalization. When the effusion was identified, a pericardiocentesis was performed. No further details were provided regarding that procedure. The patient was kept in the hospital until (B)(6) 2023, a date which the medical team determined that the adverse event resolved. The patient was discharged on (B)(6) 2023. The pericardial effusion is coded as cardiac tamponade due to the intervention provided.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).